Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Implantation failure screwing failure on ventricular channel.

Event description:
Reportedly, implantation failure. Screwing failure on ventricular channel..

Manufacturer narrative:
Please refer to the attached analysis report.